Manufacturer narrative:
Field service technician on site found unit recently cleaned. Inspected back panel and found evidence of liquid intrusion into the rear components which caused a short out of a drawer controller board.

Event description:
Customer reports seeing visible smoke from the pyxis anesthesia 4000 system during use. No harm caused to patient or user.